Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The unit passed extended self-testing.